Event description:
It was reported that the user experienced hypoglycemia after restarting the ilet with an initial blood glucose in the 300s, during early use when the system had limited learning data, and the event was attributed to overcorrection by the algorithm; the user adjusted the cgm target from low to usual and received troubleshooting and education on low glucose protocol and avoiding overtreatment. Symptoms included low glucose with a nadir of 59 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no need for assistance, medical intervention, or hospitalization. Investigation included user interview and counseling on device operation and glucose management practices. Investigation of this case revealed that algorithm-driven insulin dosing likely exceeded needs given insufficient prior data for personalization, contributing to hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.